Manufacturer narrative:
The complaint device is not being returned for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing records.

Event description:
Information presented in a poster session reported this product remained in the lower part of the macula after the surgical procedure. There was no surgical or medical intervention associated with this event.